Event description:
It was reported that a large volume infusor was observed to have black particles inside the inner tubing. The drug used was flucloxacillin 8g. It is unknown when and at what process step the particle was discovered, however, it is known that there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Manufacture date: january 8, 2014 ¿ january 9, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.